Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to fluid discharge and infection. No additional adverse patient effects were reported. This rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.